Manufacturer narrative:
Pharmacovigilance: the serious events of device induced injury and ischaemia at the implant site were considered expected and possibly related. Serious criteria included the need for multiple interventions and heightened observation. The non-serious event of discolouration at the implant site is expected and possibly related to the treatment. Potential etiologies include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. CAPA: the events of ischaemia, device induced injury and discolouration at the implant site are expected. It is stated in the warning section in the IFU for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion ischemia and necrosis. No remedial action/corrective action/preventive action/field safety corrective action was initiated. No potential quality issues have been identified in the manufacturing process of the specified batch, 14455. The batch is manufactured and released according to galderma (B)(4) quality management system. Device not returned.

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2017 by a nurse via a sales representative, which refers to a (B)(6) female patient. Additional information was also received on (B)(6) 2017 from the treating nurse. The patient is using a hormone-releasing intrauterine system, but takes no other medications. The patient had no history of allergies and was not pregnant. Approximately 1 month ago, the patient received treatment with restylane (with/without lidocaine is not specified) in the temple without experiencing any reactions except from swelling under the eyes. This case has already been captured ((B)(4)). On (B)(6) 2017, the patient received treatment with 0.3ml restylane lidocaine (lot 14455-2) to glabella, 0.2ml with pixl cannula and 0.1ml superficially with a sharp needle (injection technique unknown). During the treatment, the injector hit a vessel(injury associated with device) and severe blanching(implant site ischaemia) occurred at glabella and forehead. They massaged with warm compresses without result. The nurse injected 0.3 ml hyalase [hyaluronidase] and thereafter with the help of a physician additionally 0.3 ml (discrepancy:the nurse also reported that a total dose of 2 ml hyalase was given). The circulation returned, but the patient became blue/marbling(implant site discolouration) on the forehead. They massaged with nitro cream [glyceryl trinitrate] during the day and the patient was kept under observation by the nurse. On (B)(6) 2017, the marbling on the forehead could still be seen and the patient was under medical attention by several physicians. On (B)(6) 2017, additional 1 ml hyalase was given and also 1g heracillin (flucloxacillin) [flucloxacillin sodium], 1 tablet 3 times daily. On (B)(6) 2017 the patient was improving, but the marbling was still present. Causality: the treating nurse has stated that she does not think that the reaction is related to the product. Outcome at the time of the report: severe blanching was recovered/resolved. Became blue/marbling was recovering/resolving. Injector hit a vessel was unknown.